Event description:
It was reported that a patient was positioned on the table top on the MRI flex track by 2 operators. Then the patient and the flex track and table top were positioned above the base of the MRI bed. After this the MRI bed was raised up. During this upward movement of the bed the patient left her hand hanging between the flex track and the base of the MRI bed. This was not noticed by the operators, as a result a finger got pinched and part of it was cut off. It was stated by the operators that they were watching the patient from either side of the MRI bed but that they had not noticed the exact position of the patients hand due to the patient being covered by sheets.